Event description:
It was reported that froze on wire occurred. A 5.0 x100, 135cm charger balloon catheter was advanced for dilation. The physician inflated the balloon and removed it off the wire. However, when it was used later, the balloon got stuck to the wire and would not load properly. The physician was able to walk the balloon off the wire with considerable resistance. The procedure was completed with a different balloon with the same guidewire and there were no patient complications reported.